Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock one week post-implant. The episode was reviewed by technical services. The morphology of the noise was consistent with air inside the device header, likely due to temporary damage to the seal plug. The air will self-resolve in about four to six weeks after the air is exchanged for body fluid. It was recommended to reprogram the sensing vector from alternate to primary and check the patient again for noise in about six weeks. The physician contacted technical services for the steps to manually change the sense vector to primary. The device remains implanted and in service. No additional adverse patient effects were reported outside of the inappropriate shock.